Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4) applies to lead (lot# unknown) only. (B)(4) applies to verify and leads (lot #s unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said they are sore/achy by their tailbone and they can't sit on their tailbone for a long period of time. They did not have their controller at the time of the call to decrease stimulation. Two days later, patient thinks their leads migrated a little as their symptoms were not as good as the first couple of days. Patient still feels stimulation on their current lead. On (B)(6) 2017, patient said again their leads have migrated. No further patient complications have been reported as a result of this event.